Event description:
During preparation for use, the 0.018" terumo glidewire advantage could not be inserted into the guide wire lumen of the catheter.

Manufacturer narrative:
The angiosculpt device was not used in the pt; therefore, this section is marked none. The angiosculpt device was returned in two pieces for lab analysis. The balloon and intermediate bond subassembly was separated from the device but remained intact to the returned guide wire. During visual exam, a portion of the inner member appeared to be missing. The physician confirmed that no portion of the device was discarded or was left behind in the pt. The transition tubing was damaged and the shaft is accordion proximal to the balloon taper. During functional testing, the balloon and intermediate bond was unable to be removed from the guide wire. According to the instructions for use (IFU) for the angiosculpt catheter, retained device components is listed as a possible adverse effect of the procedure.